Event description:
Modular calcar prosthesis broke at the junction between the proximal and distal segments this event required surgical intervention to remove component and replace it with a new one. Rptr has rec'd notification from the MFR, biomet, that they are aware of the incident. Rptr has sent the device out to the dept of biomaterials at another facility for their review.